Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-00283, 3005099803-2015-00281, and 3005099803-2015-00015 for the other associated device information. It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a bronchoscopy with stent placement procedure in the upper right mainstem performed on (B)(6) 2015. According to the complainant, the stents were implanted to treat a malignant lesion in the main carina to upper right mainstem. Reportedly, the patient¿s anatomy was noted to be tortuous. No damages were noted to the stents or delivery systems prior to use. During the procedure, the physician advanced the device to the target area and attempted to release the stent. However, the stent could not entirely release from the delivery system and the suture was noted to be stuck. The partially deployed stent was removed out of the patient. The same issue occurred with the second and third ultraflex tracheobronchial stents. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device analysis determined that the condition of the returned device was consistent with the complaint incident as a visual examination of the returned device found that the stent was partially deployed by 29mm. It was almost fully deployed and was just held onto the shaft by a few crochet stitches. During analysis it was possible to fully deploy the stent without issue. There was no evidence that the device was used in a manner inconsistent with the labelled indications. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context. A complaint with a most probable root cause classification of operational context indicates that the complaint is associated with a product that meets the design & manufacture specification, but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-00283, 3005099803-2015-00281, and 3005099803-2015-00015 for the other associated device information. It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a bronchoscopy with stent placement procedure in the upper right mainstem performed on (B)(6) 2015. According to the complainant, the stents were implanted to treat a malignant lesion in the main carina to upper right mainstem. Reportedly, the patient's anatomy was noted to be tortuous. No damages were noted to the stents or delivery systems prior to use. During the procedure, the physician advanced the device to the target area and attempted to release the stent. However, the stent could not entirely release from the delivery system and the suture was noted to be stuck. The partially deployed stent was removed out of the patient. The same issue occurred with the second and third ultraflex tracheobronchial stents. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.